Event description:
An impella 5.5 was placed via the direct access approach in the operating suite for the 60 year old male admitted in for the planned bypass/CABG surgery for known coronary artery disease, presenting in scai stage c shock. Other underlying medical history/comorbidities were not shared. While on the pump support the cardiothoracic surgeon lifted the heart and the pump flows and waveforms dampened. The team observed on the tee echo imaging that there was a clot at the pump. The team made choice to add the thrombolytic tpa to the purge to treat the clot burden. The tpa infused for 2 hours and reduced the clot size. The medical team made decision to stop the tpa due to surgical bleed concerns. The pump was left in, at the reduced flows on p4, to reduce any chance of embolization of the clot. The patient is noted be stable on the 5.5 support and multiple cardiac drips. The instructions for use does note recommendations for anticoagulation to prevent thrombus from entering the pump. The activated clotting time should be kept at >/250seconds.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the low or blocked pump flow issue was most likely related to biomaterial, based on data log review and provided clinical details. Thrombosis / major bleed: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. Additional information: the following information was obtained: I was not able to return the impella due the pump being discarded. The patient survived and did well without any signs of stroke.

Manufacturer narrative:
Explant date was provided therefore d6b updated.